Event description:
It was reported that the patient experienced syncope and was found laying on the ground. It was determined that the patient had experienced a contusion and hemorrhaging as a result of the syncopal episode. Device interrogation revealed the right atrial (ra) lead had a single episode of oversensing. The lead remains in use and the patient's medication was altered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead - (B)(6) 2002. (B)(4).